Manufacturer narrative:
Evaluation codes: results: (death).

Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the left main. Patient had cardiac status of stable angina at 30 day follow-up. Approximately 2.5 months post index procedure, a revascularization of the 1st diagonal branch was performed. Investigator stated that event was not related to study stent. Patient was asymptomatic at 6 month follow up. Approximately 11 months post index procedure, sudden death of patient occurred. Investigator states that patient died in his sleep, possibly from cardiac arrest. No autopsy report is available. Investigator states that event was related to study stent. Investigator states that death was not associated with mi or stent thrombosis.